Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision pc did not boot up, it was stuck at 00:00. The system was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked system and confirmed that flex vision pc did not boot up. After reviewing log file, rse found the fault with the frame grabber cards of the flex vision pc. The frame grabber captures the video from the allura system. Upon troubleshooting fse found the same issue. To resolve the issue fse replaced the flex vision pc and hard disk. After replacement of flex vision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.